Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the oxygen blender to correct the reported issue.

Event description:
The customer reported that the unit has a low delivery of oxygen at 46% when on a setting of 60%. There was no patient involvement with this report as it was found in service.